Event description:
The following has been reported: reload cassette - the tubing set is misloaded. No patient harm. A preliminary review of the device log files identified mechanical hardware failure (vr coupler). The device was returned for evaluation. When the device was attached to a bracket and powered on, no alarms or errors were observed. A mock infusion was run and no problems or errors were observed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel. During this infusion, a red pump service alarm was observed. Log files were reviewed and an air compressor failure was found at the time of the alarm. The device was opened to inspect for internal damage and to perform testing on the pneumatic system. The lcd touchscreen screw mounts are damaged. The pneumatic system was run through testing and failed during the recharge test, indicating an air compressor failure. The tank body of the assembly was inspected for damage and no problems were found. A known good pneumatic assembly was inserted into the device and an infusion was run, no problems or alarms were observed. The air compressor will be replaced during repair. The fva pins are dragging during operation. The fva lip seals will be replaced during repair. Reporting as a conservative measure due to the air compressor issue identified during investigation. No adverse effects were reported.